Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the jaws appeared misaligned. This caused the clips to not form properly and fall out of the jaws. Another product was opened and used without incident. There were no adverse consequences to the pt.